Event description:
Breg rec'd legal notice of filed lawsuit with use of pain care model unk. Pt had right shoulder surgery with arthroscopic surgery and slap repair; breg pain pump used. Subsequent surgery on (B)(6) 2006 on same shoulder and now alleges glenohumeral chondrolysis.